Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "positive findings in routine hygiene inspection. Detection of s. Aureus", involving pentax model eg-290kp/serial (B)(4). Additional information from pentax (B)(4) stated the endoscope was returned to pentax (B)(4). Pentax (B)(4) inspected the endoscope and found the distal body to be worn out due to incorrect brushing during the cleaning process and in addition, third party spare parts were found on the endoscope.

Manufacturer narrative:
(B)(4). Exemption number e2015036.

Event description:
Repairs were performed on the gastroscope and pentax europe closed the internal complaint. On 06-feb-2018, a device history review was performed confirming the gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax has not received further information for this event, and therefore, considers this medwatch report closed.